Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use, the recommended sheath size to be used with 25-18 mm amplatzer talisman pfo occluder, is 8f.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure procedure using a 9f amplatzer trevisio intravascular delivery system. During procedure, the device had a bulbous deformation. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There was no contacts occurred with intracardiac tissue during the occluder deployment. There were no bends or kinks been observed in the delivery sheath. A new 25-18mm amplatzer talisman pfo occluder was chosen and completed the procedure.